Event description:
Reporter stated that patient's blood glucose was measured, using the inform system, with back-to-back blood glucose results of "hi" (greater than 600 mg/dl) and 160 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspected product for evaluation.

Manufacturer narrative:
The event occurred in another country.